Manufacturer narrative:
H6: method code 1 - code 4119 was used in error on the original medwatch. Method code 4117 should have only been the only code listed. H6: results code 4: was entered on the original medwatch in error. Results code 1: should have read result code 3233. We were waiting on images to be returned and evaluated. H6: conclusion code 1 - images were received, but an evaluation could not be performed.

Manufacturer narrative:
Correction e1: dr (B)(6). Addition: the UDI for the gore excluder endoprosthesis is not available since the device lot/serial number is unavailable.

Manufacturer narrative:
B3: added date of event (B)(6) 2019. H6: code 4119 - the lot numbers of the gore devices were not provided. Therefore, a review of the manufacturing records could not be performed and the UDI numbers are not available. Images were also provided but an analysis could not be performed. H6: code 3221 - no results available since no evaluations were performed.

Manufacturer narrative:
Added pt identifier. Added pt age. Added pt sex. Added additional information from the physician. Physician states device was a 26mmx14.5 180mm main trunk.

Event description:
On (B)(6), 2019, the physician reportedly performed a case using a gore® excluder® aaa endoprosthesis and thinks the deployment sleeve may be blocking the patient's renal. Images done the day of surgery show an occluded right renal artery. Physician also stated device did not deploy high. Physician stated the patient was treated with a renal stent and further treatment is dapt and surveillance.

Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. If lot/serial numbers are obtained, the review will be included on the final report. According to the gore® excluder® aaa endoprosthesis instructions for use, users are made aware of the risks associated with coverage of vessel in the IFU, the possibility of subsequent interventional or open surgical repair and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The physician reportedly performed a case using a gore® excluder® aaa endoprosthesis and thinks the deployment sleeve my be blocking the patient's renal. Further investigation is required.